Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. No unexpected critical pump error (open book)noted during testing. Device received with pump error 63 alarm during selftest due to moisture damage at the electronic assembly noted. Device history was download successfully. Device was cut open to perform visual inspection and found moisture damage at the electrical board 1 and electrical board 2. Also moisture damage found at the motor assembly noted. However, critical pump error (open book) and pump error alarm 63 alarm found on insulin pump history 07/05/2021 15:14:01.000 due to moisture damage at the electronic assembly noted. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir/pcap lock properly inside the reservoir tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Sw 4.11e. Retainer ring = clear. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. No unexpected critical pump error (open book)noted during testing. Unit received with pump error 63 alarm during selftest due to moisture damage at the electronic assembly noted. Pump history was download successfully. Pump was cut open to perform visual inspection and found moisture damage at the pcb 1 and pcb 2. Also moisture damage found at the motor assembly noted. However, critical pump error (open book) and pump error alarm 63 (variable 0x08) found on pump history 07/05/2021 15:14:01.000 due to moisture damage at the electronic assembly noted. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir/pcap lock properly inside the reservoir tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a open book image. Customer stated that they were swimming and insulin pump was alarming and got picture on screen with red x. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.